Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom of on/off key broken which was reproduced during evaluation as the on/off key and the setup key were found to be inoperable. The keypad was determined to have failed and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the on/off button was broken on a spectrum pump during preventative maintenance testing. There was no patient involvement. No additional information is available.